Manufacturer narrative:
A follow-up reort will be submitted upon completion of the investigation.

Event description:
It was reported to philips the co2 calibration is failing. There was no patient involvement.